Event description:
The reporter stated the surgeon attempted to insert a 20.0 diopter cq2015a collamer aspheric three piece lens but the lens was scratched or torn. There was no patient contact or injury. The reporter stated the backup lens was implanted. The reporter stated the cause of the damaged lens was due to the injection system